Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully in (B)(6) 2009 and passed self-tests, alongside random manual power ons, including one ten minute time out, up to the (B)(6) 2011. The device records temperatures below the recommended operating temperature. The device failed 3 self-tests due to a low battery between (B)(6) 2011, a further pad-pak was installed on the (B)(6) 2011, the device passed all self-tests up to the (B)(6) 2015. Multiple manual power ups under 1 minute duration were recorded during this time. Multiple manual power ups mainly of ten minutes duration were observed in the device memory on the (B)(6) 2015. The pad-pak was then removed. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane.t he fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in of this report.